Event description:
Siderail would not latch.

Manufacturer narrative:
A hill-rom technician determined that the left head siderail release lever was split in half. Replaced release lever and siderail is working as specified.